Event description:
Reportedly, the device was explanted after an implant duration of 24 months due to pannus tissue overgrowth. Initial complaint described as "explant after 2 years (implant 2007) due to pannus (tissue overgrowth). Valve has been replaced with a medtronic mechanical valve." Additional information provided in 2009, regarding a second device explanted.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Device evaluation: evaluation summary: moderate host tissue overgrowth was observed on the stent on the inflow and outflow aspects. Moderate to heavy host tissue overgrowth was present on the tissue on the outflow aspect. Host tissue overgrowth encroached into the orifice by 10 mm on the inflow aspect. Host tissue overgrowth fused leaflets at the cusp one and two posts. The free margin of leaflet three was folded over by pannus overgrowth which reduced leaflet mobility and thus led to stenosis. No visible inconsistencies were noted in the x-ray.

Event description:
The device history record (DHR) review is completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Device evaluation confirmed customer complaint of stenosis due to pannus growth. Requested additional information regarding the operative report, specific implant date, patient medications, etc., but received no response. See also 2015691-2009-10093 for an additional device which was also explanted during the same surgery.